Event description:
It was reported that the user experienced hyperglycemia after overtreating an impending low, with blood glucose rising to approximately 300 mg/dl and subsequently being corrected by the ilet, which delivered insulin and stabilized glucose without issuing alerts. Symptoms included hyperglycemia accompanied by fatigue, irritability, and tiredness. Outcomes included transient hyperglycemia with stabilization and no hospitalization. Investigation included review of the event details, troubleshooting, and user education on appropriate hypoglycemia treatment to avoid overtreatment. Investigation of this case revealed user-related overtreatment of hypoglycemia leading to rebound hyperglycemia, with the device functioning as intended. It was concluded that the event was due to use error and not a device malfunction, and education was provided on correct treatment of low glucose.